Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. The insulation on the shaft is in its original condition. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction tube was tested and performed as intended. After releasing the buttons the device will stop creating plasma as intended. The housing of the device was openend to verify the root cause for the complaint and the condition of the buttons. The buttons for ablate and coag performed as specified and show no anomalies. The complaint was not verified as the all three buttons performed as intended and the device creates plasma as specified after bypassing the error e-7; the rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to an e-7 error include reuse or disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device continued to work even though the buttons had been released. No user or patient injuries were reported. A backup device was available to complete the procedure.